Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's physician turned the device up and down but the issue was not resolved. The patient still had to charge daily.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they couldn't get the stimulation to work on their back, only working on their legs. Patient said the pain was more in their back than in their legs, and they didn't know why the doctor did it for their legs only. Patient mentioned their granddaughter got stim to help on their back, but after they charged the stim was back to their legs. Agent reviewed patient could try adjusting stim to see if that would help, but patient only had group a and said programs 1-4 were only for their legs. Patient also said the doctor told them they would only have to charge once a week, but patient had to charge every single day. Agent reviewed charge frequency depended on each patient's settings and usage. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.